Manufacturer narrative:
Failure analysis for fiber 0010-2400-608a-1044: the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 54,503 joules, 60:16 minutes while using the surgical fiber during a prostate procedure, the mirror broke / the fiber tip would not rotate. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.